Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call to report a possible issue with overdelivery. He stated that he had changed his reservoir the night prior and was at the time of the report already down to half a reservoir. The blood glucose reading was 58 mg/dl. The customer treated with juice and food. The bolus history was accurate based on the customer's recollection. The insulin pump passed the displacement test. The drive support cap appeared normal and recessed. The reservoir showed the same amount as the status screen.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted. No unexpected over delivery anomaly noted. The insulin pump had cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.